Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had a user programming error of magnesium.

Event description:
It was reported that the infusion was programmed in the wrong profile, resulting in incorrect dosing / duration of magnesium. The patient received dosing related to adult replacement instead of labor dosing of magnesium. The nurse noticed rate difference and powered down device to change to correct entry. There was patient involvement but no harm and the patient had stable vitals.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion was programmed in the wrong profile, resulting in incorrect dosing / duration of magnesium. The patient received dosing related to adult replacement instead of labor dosing of magnesium. The nurse noticed rate difference and powered down device to change to correct entry. There was patient involvement but no harm and the patient had stable vitals.